Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose. Customer's blood glucose was 26 mmol/l. Customer was treated with manual injection for high blood glucose. Customer was using insulin pump within 48 hours at the time of event. Customer alleged that the insulin pump was under delivering because when they did bolus, their blood glucose did not come down. The insulin pump will not be returned for the analysis.